Event description:
Reporter indicated that pt has left vocal cord paralysis and difficulty swallowing. The pt's device was programmed to on in the o.r. The same day of implant surgery. Neurologist programmed the device to off in 2003 but will program it back to on the following month at the family's request. The pt is reported doing better with the device programmed to off (can eat and swallow everything but water and is vocal). The pt is not scheduled to see an ent unit 2 months later. Physician indicated that the pt's symptoms were related to the surgical procedure.